Event description:
Adult female with history of liver cirrhosis d/t alcohol abuse. Admitted to ICU due to recent abdominal pain with n/v and bloody stools. Procedure: egd with chip placement. Sclerotherapy needle primed and functioned normally when tested. When it was being used during the procedure, the needle would not advance. Another needle obtain and used to complete the procedure. After the procedure, when the 1st needle was inspected, the needle still would not advance. No known harm to patient, minor delay in procedure. Manufacturer response for needle, aspiration and injection, disposable, conmed flexitip (per site reporter) will obtain.